Event description:
The customer reported that the system's battery needed to be replaced. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The tube was replaced and the software was upgraded to the latest version. The system was tested and found to be working as intended and put back into service.